Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during the initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical services representative assisted the patient in clearing the alarm and reviewed proper procedures with the patient.. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Event description: although the troubleshooting did not determine the cause of the system error 2240 alarm, it was reported that the patient made a mistake and did not check the patient line for air prior to connecting for therapy. (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The patient line was not checked for air prior to connection for therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.